Manufacturer narrative:
Evaluation summary this report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. The returned product met specification as received. Visual inspection found eschar on the tip of both of the devices and some charring. No components were missing from either device. No manufacturing defects were identified during the product investigation. Visual inspection found the electrode to have been manufactured correctly. No components were missing from the device. The tips of both electrodes were slightly discolored where the coating had begun to erode. The purpose of the coating is to limit the tissue from sticking to the electrode. The coating erodes as the electrode is activated. The tip of the electrode also discolors when activated and used on tissue. This effect is a normal part of electro surgery and is not considered a defect. The electrode passed hipot testing. The investigation found the device to function normally and within specifications. The IFU states, the sparking and heating associated with electrosugery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when they used the pencil the gauze ignited. There was a presence of flame, but disappeared immediately. Both of the device was change to continue. There was no patient involvement.